Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -15.5/1.5/111 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. On the same day in a separate surgery; the lens was explanted due to low vault without rotation. It was noted the problem as not resolved. The cause of the event was reported as unknown. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Manufacturer narrative:
Additional information: b5 - it was later reported that the problem was resolved and there is no plans to replace the lens. Claim#: (B)(4).

Manufacturer narrative:
H3 device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).